Manufacturer narrative:
The insulin pump passed functional tests and all operating currents are within specification. No unexpected alarms were found and the display functioned properly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.

Event description:
It was reported that the insulin pump had blank display. Customer stated that he put in new batteries and it worked but he is not comfortable with the insulin pump due to patient had ketones when blood glucose was at 13 mmol/l. Customer's blood glucose was 16.4 mmol/l. Customer declined to do troubleshooting for high blood glucose. Advised the customer the insulin pump would be replaced. Nothing further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.